Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "in the case when customer used the si-09875-e, feel the resistance during insert the dilator/introducer into sheath then pull out the tip of dilator/introducer was broken in patient's vessel and drift to pulmonary artery. Under x-ray the broken part is about 1cm length" additional information recevied 16jan2023 reports "after the patient is stable and finished CABG surgery. Doctor take out the broken dilator via cutting some part of vessel". Additional information was requested, but was not available at the time of this report.

Event description:
The complaint is reported as: "in the case when customer used the si-09875-e, feel the resistance during insert the dilator/introducer into sheath then pull out the tip of dilator/introducer was broken in patient's vessel and drift to pulmonary artery. Under x-ray the broken part is about 1cm length" additional information received 16jan2023 reports "after the patient is stable and finished CABG surgery. Doctor take out the broken dilator via cutting some part of vessel". Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4). The customer provided five images for analysis. Three images showing a defective dilator next to a functional dilator, one image showing the separated tip inside the patient, and one image showing a lidstock. Visual analysis revealed that the defective guide wire was separated adjacent to the tip. The customer also returned two dilators for analysis. Signs of use in the form of biological material was observed inside the defective dilator. The customer was contacted, and they confirmed that the functional dilator is a representative sample. Visual analysis revealed that the defective dilator was separated directly at the location where the dilator tip starts to taper. Microscopic examination confirmed the damage and revealed that the edges were smooth along the outer edge; however, the separation was more jagged along the inner diameter. The point of separation measured 6 5/8" from the hub. The dilator total length (added two separated portions) measured exactly 7", which is within the specification limits of 6 3/4"-7" per the dilator product drawing. The dilator outer diameter measured 0.1127", which is within the specification limits of 0.1110"-0.1130" per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 0.061", which is not within the specification limits of 0.063"-0.067" per the dilator extrusion product drawing. The dilator inner diameter at the distal tip measured 0.037", which is within the specification limits of 0.036"-.038" per the dilator product drawing. A lab inventory guide wire with a diameter of .035" was inserted through the defective dilator. Minor resistance was encountered at the tip; however, the guide wire was still able to advance. Performed per IFU statement, "thread tapered tip of dilator/sheath/valve assembly over guidewire. Sufficient guidewire length must remain exposed at hub end of device to maintain a firm grip on guidewire". Manufacturing was contacted as part of this complaint investigation. They indicated that this issue would need to be further investigated. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or sheath/dilator assembly as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a separated dilator was confirmed through complaint investigation. Visual analysis revealed that the dilator had separated directly adjacent to the taper of the tip. Dimensional analysis revealed that the dilator inner diameter was not within the specification limits; however, the length and outer diameter measured as intended. A device history record review was performed, and no relevant findings were identified. Based on the customer report, the sample received, and the comments from manufacturing, this defect likely occurred during the manufacturing process but will need to be investigated further. A non-conformance has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.